Event description:
The customer reported that the reservoir was occluded. Customer's blood glucose was 260 mg/dl. Customer treated with injection. Troubleshooting was done. Customer reported that the insulin did not exit and there was greater than normal resistance with plunger push. Explained alarm was caused by set and reservoir connection. Advised to replace infusion set and reservoir. No further information provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).